Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2008; 419588 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing resulting in inappropriate termination of atrial tachycardia (at)/ atrial fibrillation (af) or mode switch events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.